Event description:
It was reported that the customer experienced under-infusion of chemotherapy medications when using glass bottles as well as during secondary infusions. Additionally, it was reported that secondary chemotherapy infusions were pulling from the primary line despite the primary bag being positioned lower than the secondary bag using two hangers. Both the primary and secondary bags contained 500 ml. There was patient involvement however outcome is unknown. Education was provided on workflow by manufacturer representative. The issue resolved when the customer switched to short sets for secondary infusions.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.